Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the capacitor had broken off from the drawer board. The field service engineer replaced the defective drawer and verified its correct operation. The system functioned as intended after the field service engineer troubleshot the device. The contact information was kept blank due to the reported issues that were found by the field service technician while on site.

Event description:
It was reported when using the pyxis medstation es system, the drawer was opening beyond its intended limit. The customer reported that the malfunction arose when the user attempted to administer medication to the patient, which impacted patient care. There were no adverse events or injuries reported based on this incident.